Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at 4:30pm. The patient¿s testing frequency and normal/typical blood glucose range are not clear and other than diabetes, it is not know if the patient suffers from any other health condition. On an unspecified dates/times, the patient reportedly obtained blood glucose readings of ¿94 and 97mg/dl¿ with the subject meter. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. It is not clear, however, what action the patient took soon after the reported product issue occurred. According to the csr¿s documentation, the following morning after the reported product issue first began, the patient reportedly felt her ¿sugar was too high, felt weird like blackout, sweaty, lightheaded, headache¿. Prior to the onset of her symptoms, the patient¿s previous blood glucose reading (with the subject meter) is not known, it is not clear what action the patient took in response to her previous reading, it is not clear if the patient had made any changes too her diabetes management, meals, or activity level that could have contributed to her reported symptoms, and her blood glucose result during her symptoms is not clear. Following the onset of her symptoms, the patient denied receiving any form of medical intervention. It is not clear when the patient¿s symptoms abated. According to the csr¿s documentation, on (B)(6) 2013 (at 2pm), the patient reportedly consumed less food/drink in response to the alleged meter issue; the patient¿s blood glucose reading prior to her action is not clear. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because, the user allegedly suffered symptoms indicative of a serious injury while using the product.